Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting fse power on the device, checked the power supply of the system and found the breaker f3 of pdu tripped, and not able to reset and the monitor in the control room was black. To resolve this issue, fse removed the fuse f14 and f23 , disconnected the wire of f3 and reset f3 and reinstalled fuse f14 and f23 and reconnected the wire of f3. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not starting. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.